Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device exhibited poor image. The issue occurred during inspection for use before the patient room. There were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: dents and scratches on the outer tube and moisture causing stains on the cover glass, distorted image. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure (dents and scratches on the outer tube, moisture, distorted image.) And cause not established (stains on the cover glass). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.